Event description:
The customer returned the colonovideoscope to the service center for an air stopped coming out. During the device analysis, the service center technician indicates that a foreign material in the scope was found. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.